Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression. The analyst noted that the outer insulation was breached at 12.3 cm with minimal blood ingression. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned and analyzed. Analysis revealed the lead had an insulation breach. No patient complications have been reported as a result of this event.